Manufacturer narrative:
Device has not been received for evaluation.

Event description:
It was reported that continuous cardiac output measurement values varied. The blood temperature was observed as thirty-two degrees centigrade. The customer troubleshoot by changing the 70cc2 cable and the cedv monitor; however, varied values were still observed. No patient complications were reported.